Event description:
Reportable based on device analysis completed on 07mar2022. It was reported that resistance was felt upon delivery of device. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal iliac artery. A direxion catheter - infusion was selected for use. During the procedure, resistance was felt upon advancing into the chronic lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the device was fracture 43.2cm from the hub.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a fracture located 43.2cm from the hub. The fracture looked to be consistent with a tensile force breaking as the device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.